Event description:
Customer reported that the dehp free cartridge sets were causing the headers of asahi dialyzers to crack. Allegedly contributing to hemoysis in a pt. The customer related that they noted an increase in the amount of asahi reuse dialyzers having failure due to cracked headers when using the gambro cartridge blood sets which was dehp free. Customer stated asahi informed their facility that they had redesigned the headers in particular the nipples on the ends of the headers. To accommodate the gambro cartridge blood sets which were dehp free. Upon reintroduction of the asahi dialyzers in to the clinic. The facility noted that the dialyzer were still failing reuse due to header cracks. Upon examination of the dialyzers they noted the arterial "slip, inner nipple was snapped off. This is not visible until after the pt incident occurred in 2005. Information was not readily available regarding the pt incident. The pt complained of nausea. Vomiting and cramping during dialysis with their complexion becoming ruddy.